Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was fractured. Additional information indicated that lead fracture was observed during routine follow up and was confirmed under fluoroscopy during the procedure. Furthermore, noise was also noted. The lead was returned by the hospital. This lead was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was fractured. This lead was surgically explanted and replaced. No additional adverse patient effects were reported.